Event description:
Subsequent to the initially filed emdr report, additional information was received: the initially reported failure did not occur. Reportedly, the device was successfully flushed using saline prior to the procedure; however, when the device was inserted into the patient, blood-flow was not observed exiting the marker lumen. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction of flow was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The marker lumen obstruction appears to be related to under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle and or the observed coagulated blood clogging the marker tube/ lumen. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.b5- the procedure description was updated h6- medical device problem code 1142 was removed.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional peripheral angioplasty procedure with an 8f sheath. Reportedly, when removing the plunger, the suture did not come out. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.